Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. A crack was found top case. Force sensor test error was found in pump event history log. Force sensor test error was found at power up process and unable to calibrate the force sensor. The root cause of the reported issue was found to be the customer installing force sensor incorrectly. Actions were taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the device's force sensor can't be calibrated. No patient injury was reported.